Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. As a result, a lead safety switch (lss) was triggered. Technical services (ts) recommended further testing. No adverse patient effects were reported. This rv lead remains in service.